Event description:
It was reported that there was a revision due to patient having a stiff knee, surgeon replaced femur and liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
It was reported that there was a revision due to patient having a stiff knee, surgeon replaced femur and liner.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as no items were returned per hospital policy. No medical record evaluation performed as none were provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining the root cause. The reported event regarding reduced range of motion involving a triathlon insert was not confirmed.